Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 , software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy. The navigation was 3-5 millimeters off from the skull base inferior and superior. It is accurate left and right, as well as anterior and posterior. The surgeon moved forward with surgery with the shift in navigation in mind. Picture of the registration model showed that the patient's hair and head frame during scanning were part of the registration 3d model. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
H3: archives were received and software analysis was completed. Logs were not available. However, the analyst noted that the logs would not have been very helpful for addressing accuracy issues. Upon observing the archives, the analyst found five patient archives and agreed with the technical services (ts) archive analysis of all five patients. The analysis concluded that some traced points were collected under the patient¿s skin, the registration model contained the head holder and many artifacts near the patient¿s mouth, and despite the registration accuracy being 2.0mm, the zone of accuracy (yellow) indicated that the caudad of the skull base was not included in the <(><<)>2mm zone. Additionally, the back of the head was missing from the scan and registration model, and the registration could cover more space on the forehead instead of going up and down the patient¿s nose. The analyst suspected that the issue occurred due to these factors. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.